Event description:
Company was made aware of action being taken by a charite pt. Pt was implanted with two charite discs in 2005. Few details were provided. Info states pt sustained severe permanent injury and special damages.

Manufacturer narrative:
Few details were provided and no conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with each device.